Event description:
It was reported that the pacemaker had a signal artifact monitoring (sam) episode due to oversensing of the minute ventilation signal. The sam episode switched monitoring from the atrial lead to the right ventricular (rv) lead. Further review found a stored atrial tachy response (atr) event due to oversensing of noise. It was noted that the patient is 100 percent paced in the atrium. The medical personnel noted that two months earlier when the right atrial automatic threshold (raat was turned on they were unable to verify atrial capture and the rv lead impedance had been gradually increasing, but was still within normal limits. Since the patient had recently been traveling the clinic was reluctant to bring him in due to covid-19. Boston scientific technical services (ts) discussed programming change options. The field representative followed up with the clinic a few weeks later and it was stated that no cause was determined and they are continuing to monitor the patient remotely. The pacemaker, right atrial (ra) and rv leads remain in service and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event. This device was included in the recent minute ventilation sensor signal oversensing advisory population.

Event description:
It was reported that the pacemaker had a signal artifact monitoring (sam) episode due to oversensing of the minute ventilation signal. The sam episode switched monitoring from the atrial lead to the right ventricular (rv) lead. Further review found a stored atrial tachy response (atr) event due to oversensing of noise. It was noted that the patient is 100 percent paced in the atrium. The medical personnel noted that two months earlier when the right atrial automatic threshold (raat was turned on they were unable to verify atrial capture and the rv lead impedance had been gradually increasing, but was still within normal limits. Since the patient had recently been traveling the clinic was reluctant to bring him in due to covid-19. Boston scientific technical services (ts) discussed programming change options. The field representative followed up with the clinic a few weeks later and it was stated that no cause was determined and they are continuing to monitor the patient remotely. The pacemaker, right atrial (ra) and rv leads remain in service and no adverse patient effects were reported.